Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the implantable cardioverter defibrillator (ICD) exhibited episodes of over-sensed crosstalk resulting in pacing inhibition. The ICD was reprogrammed. The patient was in stable condition.

Manufacturer narrative:
D10.